Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was trying to change the battery, but the pump does not recognize that the battery was removed or that a new battery was placed in pump. Screen does not switch to insert battery screen but stays on pump main screen. Blood glucose value at the time of event was unknown. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
Customer returned insulin pump for an alleged frozen screen observed on (B)(6) 2022. The insulin pump passed the displacement test, active current test, and self test. However, the pump failed the sleep current test due to moisture damage. No unexpected alarms or alerts noted during testing. Successfully downloaded history files and traces using thus. No unexpected alarms or alerts were noted in the pump's history. The insulin pump was cut open to perform visual inspection and found moisture damage on the force sensor, harness assembly vibrator, and a corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Frozen screen was not confirmed during analysis. Exposed to moisture was confirmed at the force sensor and harness assembly vibrator. Cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.